Event description:
A facility reported that during a liver resection surgery, waste liquid flowed back into the contamination guard of the cusa clarity console (c7000), so it was restarted and replaced with another product. However, the waste liquid also flowed back in the second one. The second contamination guard was back flowing but the connection was correct and it worked properly. A competitor's product was used at the doctor's discretion and used to complete the procedure. No adverse consequences to the patient were observed. Surgical time was extended for more than 30 minutes. Additional information received stated that the contamination guard was on the patient's side.

Manufacturer narrative:
The cusa clarity console (c7000) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. Based on the customer reported failure ¿waste liquid flowed back into contamination guard.¿ the contamination guard consists of the filter and tubing that connects between the canister and the console. This assembly filters any remaining particulate matter or moisture, preventing them from entering the vacuum pump. If the aspiration tubing and contamination guard are not connected to the correct canister ports, the system may not work. It is possible this may be why the waste liquid flowed back into contamination guard. However, without testing, it is not possible to verify. Should the product be returned for analysis the complaint will be reopened and evaluation will be completed. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.